Event description:
It was reported that the implantable cardioverter delivered inappropriate shock therapy due to the incorrect interpretation of atrial fibrillation that led to rapid ventricular response. Programming changes were made. There were no patient consequences.